Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient presented with spinal stenosis and lumbar instability. She underwent the following procedures: 1. Posterior segmental instrumentation l3-l4, l4-l5. 2. Posterolateral fusion l3-l4, l4-l5. 3. Lumbar laminectomy and foraminotomies l3-4, -5. Per op notes: the bmp was mixed with hydroxyapatite and placed in the posterolateral gutters, and two 5.5 rods cut and contoured to the appropriate amount of lordosis and scoliosis put in place , tightened and torqued. (B)(6) 2010 the patient presented with the following pre-op diagnoses: degenerative disc disease, discogenic pain. The patient underwent the following procedures: anterior lumbar interbody fusion 3-4, 4-5, 5-1, implantation of titanium cages x2 to 3-4, 4-5, 5-1 , anterior plating 3-4, 4-5, 5-1, anterior plating 3-4, 4-5, 5-1, anterior discectomy at 3-4, 4-5, 5-1. Per op notes: the midline was determined using ap fluoroscopy and 3-4 was sized to 18mm, 4-5 and 5-1 to 20 mm. Beginning at the 5-1 level, the 20mm distractor was inserted and disk space reamed to 32mm of depth on the left and right , and 2 cages packed with bmp were put into place, 1 on the left and 1 on the right under lateral fluoroscopy. At the 4-5 level, under fluoroscopy , the 4-5 disk space was reamed to 29mm of depth and two 20mm cages packed with bmp were put in place. At the 3-4 level , under fluoroscopy , the 3-4 disk space was reamed to 32mm of depth and two 18mm cages packed with bmp were put in place. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.